Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs. The delivery accuracy test is pending.

Event description:
The customer called to report that her insulin pump was not functioning, and that she was experiencing high blood glucose levels over 600 mg/dl. The customer stopped wearing the insulin pump, and reverted to manual injections. The customer stated that she had a stroke while wearing the insulin pump, and felt that we sent her an insulin pump that can potentially kill her. The customer was very uncomfortable with the insulin pump and its supplies, and wanted everything replaced with brand new products. Advised the customer that a brand new insulin pump and its supplies would be shipped to her. Nothing further was reported.